Event description:
On (B)(6) 2010, pt reported she was trying to take a 25 unit bolus of insulin and insulin appeared at the end of the insulin cartridge. Pt stated the area between the infusion adapter and the insulin cartridge feels wet and she thinks it is leaking. Had the pt disconnect from the infusion device and remove the insulin cartridge. Pt stated she removed the cartridge with the adapter facing down and the cartridge fell out of the infusion device. Pt reported the adapter is the original adapter she started using. Pt does have another adapter. Pt reported as she was removing the infusion tubing, she realized that the luer lock was cracked. Pt stated the luer lock was very tight. Had pt remove the adapter and reconnect new tubing and new adapter to the insulin cartridge. Advised pt to only tighten the luer lock until tight, not to over tighten. Pt reported she completed the change the cartridge process and was able to prime and reconnect to the infusion device successfully. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.